Event description:
S [situation]-new triple lumen does not have blood return. B [background]-patient admitted to ICU [intensive care unit] for necrotizing fasciitis, critically ill on multiple pressors had central line placed on [redacted] @ 1900. By [redacted] in 0700, only 1 port had successful blood return present. This port was the only port not being used for intravenous administration. Once medication began running through it, port no longer had blood return. [Assessment]- critically ill patient needing a central line for medications and frequent blood draws, and now central line no longer gives blood return. [Recommendation]-investigate into product to identify any gaps with product. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter). Escalated to medline on [redacted] due to multiple events across sites.